Manufacturer narrative:
Initial and final MDR 1888168- MDR 3003442380-2024-08177- device 7 of 9.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced nine infusion set fell off during use events between (B)(6) 2024. The infusion set was in use for 24-32 hours. The blood glucose level was 100-160 mg/dl. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.